Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection to the forehead and nasolabial groove with juvéderm ultra plus¿ xc patient developed "edema, pustules and color change on forehead." No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 01/29/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, pustules, and color change are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, pustules, and color change as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Staining or discolouration of the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported after injection to the forehead and nasolabial groove with juvederm ultra plus xc patient developed "edema, pustules and color change on forehead." No medical or surgical intervention noted. Symptoms are ongoing.